Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the electric pen drive device only turned in one direction regardless of which mode the device was switch to. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was noted that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the device was constantly running and there was a small dent in the housing. It was further determined that the positioning pin was broken and was stuck in the housing during disassembly. It was observed that the control unit was not functioning and was defective, the housing was cracked, and the motor seized, jammed and was moving heavily. It was further determined that the device failed pretest for check valve-control in ¿hand¿ position with hand switch, check external leak tightness, check internal leak tightness and general condition. The assignable root cause was determined to be due wear from normal use servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device evaluation update: upon further review of the device investigation, it was determined that the device failed pretest for check function with foot pedal, check function with test hand switch and check function and direction of rotation. These malfunctions were inadvertently omitted from the initial report. It was further determined that the statement indicating that the device failed pretest for check valve-control in ¿hand¿ position with hand switch, check external leak tightness and check internal leak tightness was incorrectly reported. Thus, these malfunctions did not occur. If additional information should become available, a supplemental medwatch report will be submitted accordingly.